Event description:
Increased ra impedance, increased thresholds, noise and loss of capture with lead electrically abandoned (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).